Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. According to the evaluation, the foreign material in the sheath was not confirmed, but the sheath end was found damaged, and the ultrasonic propagation fluid medium leaked out. Though the cause cannot be determined, it is surmised that body fluid or blood intruded beneath the surface into the device material from the damaged part. It is considered that a strong stress was applied to the sheath end caused the damage in the sheath end. The manufacturing record of the subject device was reviewed without irregularity. If additional information becomes available at a later time, this report will be supplemented.

Event description:
When the facility was performing the cleaning and disinfection of the subject device, it was noticed that a red foreign material adhered to the sheath end. The facility thought that blood adhered, and attempted to wipe it out, but it could not be removed. After checking again, it was found that the foreign material did not adhere to the surface of the sheath, but intruded into the sheath material. The facility performed the cleaning of the subject device using the endoscope reprocessor (oer-3). After the cleaning, the color of the foreign material became lighter. There was no patient injury reported.